Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the stylet was unable to be withdrawn from the lead. The lead was replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the stylet found stuck inside the lead. The connector pin and connector cap were found pulled out of the connector assembly, consistent with excessive forces during the implant procedure. The coating of the stylet was found stripped off and clogged distal to connector pin, which likely contributed to the reported event. Electrical testing did not find any indication of conductor fractures or internal shorts.